Manufacturer narrative:
Other relevant device(s) are: report source - foreign country: (B)(6). The manufacture representative went to the site to test the imaging system. The reported issue was confirmed and during troubleshooting the generator could not boot up 100% and some boards did not have power. They isolated the standalone board, xray solid state relay and atp board were not working correctly. After replacement the generator booted up and worked as expected. The dose measurement test was performed with the correct results. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the system was in system initializing mode and the generator was not booting up. After trouble shooting they found out that the stand alone board and atp board were not working. They replaced the atp console board, the stand alone board and x-ray relay. After replacing atp board, stand alone board and x-ray relay the generator started working. They performed akr accuracy fluoro check, dose was within range as define in service manual. A system check out was performed and all test results passed. A back up was made on a universal serial bus (usb) and placed on the back side of the mobile view station (mvs). The system is now functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not finish booting up. No patient was present at the time of the event.

Manufacturer narrative:
The atp console was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection confirmed ui chip component has unknown substance on it and in chip socket. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the stand alone pcba was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Standalone pcb passed visual inspection and bench test. All l.e.ds were functioning as normal and fans are operating correctly. No fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.